Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external auditory canal. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.